Event description:
The customer (biomed) reported that their device had it's service indicator illuminated and during testing, the device would intermittently not deliver defibrillation therapy. When the device would actually deliver therapy during testing, the energy level was not accurate. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to not send the device to physio for repair and would arrange for a third party to repair. The customer advised they are unsure of the time frame in which the device will be repaired. The device will not be returned to physio-control for repair. The cause of the reported failure could not be determined.